Event description:
An individual reported that after intraocular lens (iol) implant surgery, the surgeon had implanted the wrong "size" of iol and the patient required another "size". A lens exchange was performed with a lens of the same model, 1.5 diopters in power difference. The surgeon stated there was no quality issues with the lens that was implanted. In a follow up, the surgeon reported that the iol did not give the desired refractive power. The patient has a history of lasik surgery in 2001 and a vitrectomy with membrane peeling in 2013.

Manufacturer narrative:
Evaluation summary: the product was not returned the iol product history records were reviewed and documentation indicates all products met release criteria. Cartridge/handpiece product history records could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. . Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2014. (B)(4).